Manufacturer narrative:
A boston scientific technical services consultant reviewed the data from the remote monitoring system which show some stored non-sustained ventricular tachycardia (nsvt) events which all show was appears to be a fast physiologic signal on the rv channel. The consultant discussed that it appears to be vt or possible cross talk af signal. However, the only day these episodes have ever been stored is on the day of the event and the patient has been fine since that day with no new episodes. The consultant stated if the signal was af cross talk, it seems like it would have happened more than on that one day. The clinical observations may actually be vt or ventricular fibrillation (vf). The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after a syncopal which resulted in a fall. The patient is pacemaker dependent and also has atrial fibrillation (af). Patient evaluation noted a potassium level of 3.9, a urinary tract infection and a treponin bump was detected but was not retested. No adverse patient effects were reported.